Event description:
During an in-clinic follow-up, episodes of post-sensed t-wave oversensing (pstwos) and myopotential oversensing episodes were observed on the device. The device was then reprogrammed to resolve the event. The patient is stable.